Manufacturer narrative:
Additional information: the device was being used to post-dilate a stent after implantation with 20% residual stenosis present. The device was not moved or re-positioned in the lesion while inflated. There were no difficulties noted during inflation of the device. It was reported that deflation difficulties were noted after the first inflation. It was stated that the concentration of contrast / saline used by the physician was 50/50. It was later reported that no stent deformation occurred. One still image of the device shelf carton was provided for analysis. Lot # 218079838 and device information on the shelf carton matches details in the complaint file. No device can be seen in the image provided. Device evaluation summary: device returned for evaluation. The device returned loaded into a non-medtronic guide catheter and attached to an inflation device. The distal section of the device was exiting the guide catheter. The balloon folds were open, and the balloon appeared to have not fully deflated. It was not possible to remove the device from the guide catheter. The guide catheter and the hypotube of the device was cut immediately distal to the hub of the guide catheter and the device was removed with restriction noted. The proximal balloon bond appeared to have been twisted. A makeshift luer was attached to the hypotube and the device was then inflated to nominal pressure of 12atm and then rbp of 20atm with no issues noted. The balloon deflated from rbp in 5s with no issues noted. There was no other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: acute coronary disease (acd) was present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one nc euphora rx ptca balloon catheter to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported the nc euphora balloon was used to post dilate a resolute integrity rx coronary drug eluting stent, as flaring of the stent at the ostium acd was noted. The nc euphora balloon was dilated at 10-12 atms. Several attempts to deflate the balloon 2-3 minutes after inflation was unsuccessful. It was also stated it was not possible to remove the balloon from the non-medtronic guide wire and wire movement issues occurred. The whole system was pulled out of the patient after unsuccessful retractions. No patient injury was reported.